Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector (s-connector). The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the light guide cover glass was chipped; the light guide cover glass adhesive was uneven; the distal end adhesive was lifting; the insertion tube had marks; the plug body was leaking; the suction connector had water ingress; the angulation in the up/down directions and up/down angle play were not to specification; the automated air test had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a fault in the angulation system. The issue was found during maintenance for an unspecified procedure. There was no delay, and the procedure was completed using the same equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, there was white crystallized contamination within the jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.